Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and an attempt was made to advance the first 2.75 x 18 promus stent delivery system (sds); however, the device would not cross the lesion. Further dilatation was performed, and it was planned to re-deliver the sds, but the stent struts were noted to be flared; therefore, a second 2.75 x 18 promus was advanced; however, the second sds was unable to cross the lesion also. A 2.75 x 6 cutting balloon was used for 5 inflations at the lesion. Another attempt was made to advance the second 2.75 x 18 promus; however, the sds would not cross the lesion again, and when it was removed from the guiding catheter, it was observed that the stent was not on the delivery system. Fluoroscopy was performed to determine the location of the stent, and it was confirmed that the stent had dislodged inside the proximal end of the guiding catheter; therefore, the guide catheter and guide wire were removed, and outside the patient, the guide catheter was cut to find the stent. Additional fluoroscopy was performed, and it was determined that no additional treatment was needed, and the lesion was left at atherectomy only. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported difficulties. It was reported the stent delivery system (sds) was reinserted into the anatomy, which likely contributed to the stent dislodging from the balloon. It should be noted the promus instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. An interaction with the heavily calcified anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage to the stent and subsequently lead to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.